Event description:
Routine complaint investigation when a consumer reported being unable to calibrate the meter to a new box of test strips. Coninuing to use the miscalibrated meter resulted in receiving a high blood glucose reading of 172 mg/dl when compared to a laboratory result of 122 mg/dl. Those results when plotted on a clarke error grid fell into the "b" zone of clake error gride showing the difference in the readings not to clinically significant but continued use of the combination of calibration codes could cause results to be clinically significant. There was no report of death, serious injury or mistreatment associated with the event.